Event description:
Patient underwent a iovera treatment for anterior knee pain. During the patient's iovera treatment, when hand piece was being used with a new nitrous oxide cartridge, the treatment site got colder than normal and caused the skin to freeze, resulting in freezer burn/cryolesions. The affected area was no larger than a dime, however will result in scabbing. Patient was made aware of this reaction and advised to maintain communication while the treatment site heals.